Event description:
It was reported that the user experienced hyperglycemia while disconnected from the ilet for a few hours and sought assistance to change supplies, after which the agent guided a rewind, reservoir and tubing setup, infusion set application, and cannula fill to resume insulin delivery. Symptoms included elevated blood glucose up to 353 mg/dl without adverse clinical effects. Outcomes included no hospitalization, no professional medical intervention, no back-up therapy, and no ketone testing. Investigation included troubleshooting and user education conducted by support. Investigation of this case revealed no device alerts or alarms and an unclear cause for the hyperglycemia, with the event occurring during a period of pump disconnection and no insulin dosing. It was concluded that the cause of the hyperglycemia was unclear and that the device function could not be implicated based on available information.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.